Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent delivery balloon did not deflate. The physician direct stented a liberte 4.0x20mm bare metal stent to the lesion in the left main trunk (lmt) towards the left anterior descending (lad) artery to 14 atms. "Kissing balloon technique" was then performed using the liberte delivery balloon and a non bsc balloon, unknown size. After using the "kissing balloon technique," the physician attempted to deflate the balloon, but it would not deflate. The physician then drew negative pressure again and the balloon started to deflate. The balloon was fully deflated and intact upon removal. The procedure was completed using this device. No patient complications occurred. Patient status post procedure is noted as "good."